Event description:
It was reported that a spectrum iq infusion pump failed flow accuracy at higher rate and downstream occlusion test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "failing flow rate test high" was not reproduced. The device was tested for flow accuracy and delivered within intended range. The event history log review was performed. An event occurrence date was not provided, however the last day of customer use revealed an infusion programmed at a rate of 40 ml/hr and a volume to be infused of 20 ml, which are the recommended parameters for flow accuracy testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction was required. During functional testing, the reported problem "downstream occlusion test" was not reproduced. The device was tested for downstream occlusion detection and passed. The event history log (ehl) review was performed and revealed multiple events of "downstream occlusion!" Alarms however test failures cannot be determined through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as undetected downstream occlusion and false/ constant downstream occlusion. The cause of the condition was the force sensor found out of calibration. The force sensor required to be calibrated to address the reported problem. Should additional relevant information become available, a supplemental report will be submitted.